Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "end of (B)(6) /beginning of (B)(6) 2023". Therefore, date (B)(6) 2023 is being used to calculate the minimum implant duration. D6b. If explanted, give date: the explant date is only known as "end of (B)(6)". Therefore, date (B)(6) 2025 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from poland, this valve model 11500a25 was explanted from the aortic position after an implant duration of at least two (2) years and three (3) months due to calcific degeneration, which led into severe stenosis. It was also noted pannus and thickened leaflets, which led into the correspondent restricted leaflet mobility. Additionally, image evaluation showed what appeared to be thrombotic-like material at both inflow and outflow aspects. The patient presented with heart failure, chest pain, dyspnea and fatigue before the reintervention. A 25mm bioprosthetic valve was implanted in replacement, and the patient was noted as to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: d4 (UDI) and h6 (type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation; therefore, a device evaluation was unable to be performed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause of the svd is patient factors, including diabetes, hyperlipidemia and atherosclerosis. In addition, pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Valve thrombosis is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Since no edwards defect was identified, corrective or preventative actions are not required.